Manufacturer narrative:
Us customer contacted cepheid to discuss patient results for xpert xpress sars-cov-2/flu/rsv tested on the genexpert instrument. Customer collected samples from a patient with unknown status regarding respiratory symptoms. Sample-1 was collected (B)(6) 2021 and tested same day using xpert xpress sars-cov-2/flu/rsv, resulting in sars-cov-2 negative, flu a positive, flu b positive, rsv negative (not reported to physician). Sample-1-retest-1 was run (B)(6) 2021 using quidel sofia ag, resulting in flu a negative, flu b negative (not reported to physician). Sample-1-retest-2 was run (B)(6) 2021 using xpert xpress sars-cov-2/flu/rsv, resulting in sars-cov-2 negative, flu a positive, flu b positive, rsv negative (not reported to physician). Customer also reported to cepheid patient safety board that sample-2 was collected (B)(6) 2021 and tested same day using xpert xpress sars-cov-2/flu/rsv, resulting in sars-cov-2 negative, flu a negative, flu b negative, rsv negative (unknown if reported to physician). Data provided by the customer contained no amplification curve graphs. Root cause is inconclusive and sample was requested for investigation. There is no evidence of product malfunction and there was no reported patient harm. Discrepancy is not for sars-cov-2; discrepancy is for flu a and flu b. Note for device evaluated by manufacturer - answer of no is due to the single use of the xpert xpress sars-cov-2/flu/rsv test and the unavailability of that product lot to be returned to cepheid.

Event description:
Us customer contacted cepheid to discuss patient results for xpert xpress sars-cov-2/flu/rsv tested on the genexpert instrument. Customer collected samples from a patient with unknown status regarding respiratory symptoms. Sample-1 was collected (B)(6) 2021 and tested same day using xpert xpress sars-cov-2/flu/rsv, resulting in sars-cov-2 negative, flu a positive, flu b positive, rsv negative (not reported to physician). Sample-1-retest-1 was run (B)(6) 2021 using quidel sofia ag, resulting in flu a negative, flu b negative (not reported to physician). Sample-1-retest-2 was run (B)(6) 2021 using xpert xpress sars-cov-2/flu/rsv, resulting in sars-cov-2 negative, flu a positive, flu b positive, rsv negative (not reported to physician). Customer also reported to cepheid patient safety board that sample-2 was collected 25-feb-2021 and tested same day using xpert xpress sars-cov-2/flu/rsv, resulting in sars-cov-2 negative, flu a negative, flu b negative, rsv negative (unknown if reported to physician). Discrepancy is not for sars-cov-2; discrepancy is for flu a and flu b. Review of data provided by the customer showed no evidence of product malfunction and there was no reported patient harm.